Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During an mps training course, two mpss received carbon fiber splinters in their fingers while setting up the stryker leg positioners.

Manufacturer narrative:
Reported event: -customer reported that two mpss received carbon fiber splinters in their fingers while setting up the stryker leg positioners for a training course. Device evaluation and results: -device evaluation was performed and the boot assembly event was confirmed. Device history review: -review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock between 04-30-2016 and 10-12-2016 with no reported discrepancies. Complaint history review: -a review of the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding catalog: 210080, lot #: 201543091801, RMA #: 234457. There has been 1 other event for the referenced part number. Pr # (B)(4) - was found to be from the same lot as the part in this complaint. The part from pr # (B)(4) displayed the same failure. Conclusions: -the boot assembly showed multiply edges with visible damage. Additionally, there are visual damages along the edge of the base bar. The areas are possible location where carbon fiber can rise. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
During an mps training course, two mpss received carbon fiber splinters in their fingers while setting up the stryker leg positioners.